Manufacturer narrative:
(B)(4). A photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other organs/tissues other than the target tissue to remove the device from the patient¿s tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? How many devices will be returned for evaluation? Note: events related to suture breakage reported via mw # 2210968-2020-08100, 2210968-2020-08101, event related to pull off suture needle reported via mw #2210968-2020-08102. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent oncological thoracotomy with bronchoplasty on an unknown date and suture was used. It was reported that the procedure was large and complex. When the bronchus was covered by the pectoral muscle, the thread was torn off the needle. The needle was stuck in the patient¿s tissue and the needle was searched for about 15 minutes. The procedure was delayed by about one hour. The procedure was completed with a novosyn suture. The patient¿s condition was reported to be satisfactory. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020. A manufacturing record evaluation was performed for the finished device w9120; ppbckkq0 number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the needles are torn off the thread at the attachment point. Three pictures were received for evaluation. Upon to visual inspection of pictures a box and an opened sample with a detached needle from suture of product code w9120, lot # ppbckkq0 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the needles are torn off the thread at the attachment point, since the complaint sample was not returned for analysis additional information was requested and the following was obtained: 1. Additional organs are not dissected. 2. Has the patient's postoperative treatment changed due to the prolonged procedure? It is impossible to evaluate this data. 3. How many devices will be returned for investigation? 7-8 blisters remain in the package. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.